Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 11 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received. Percutaneous lead (driveline) evaluation: although the report of low flow, low speed, and pump stop alarms were confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file showed the pump struggling to maintain speed beginning on (B)(6) 2017 and continued throughout the rest of the file. These events all appeared to occur while the patient was connected to the power module and had corresponding low speed and low flow alarms. Based on previous complaint experience, the events captured in the log files appear consistent with a driveline issue. Review of the submitted x-ray images could not conclusively determine any areas of damage on the driveline. A distal end driveline replacement was performed by a technical services representative on 29sep2017. Approximately 15 inches of the external portion/distal end of the driveline was returned. The driveline was almost completely covered in rescue tape. A tongue depressor and gauze were noted 2.5 through 6 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 4¿ from the metal connector. Multiple areas of shield breakdown were observed following the removal of the silicone jacket. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log files. It was reported the patient was hypovolemic due to not eating and received a liter of fluid over the night. The patient was placed on an ungrounded patient cable following the repair, and then was placed back on a grounded cable with no issues. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that multiple pump stoppages occurred on (B)(6) 2017. During the analysis of the log, the manufacturer¿s technical services representative reported that the log showed multiple pump stoppages. These issues only appear to be occurring while the vad is connected to the power module. The x-rays submitted were unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement, no additional problems have been reported thus far. However, based on the fact that no damage was seen on returned percutaneous lead, the surgeon is concerned that damage is in fact internal and moved for a pump exchange. The patient underwent a pump exchange on (B)(6) 2017 and is reported to be recovering well. No additional information was provided.